Event description:
Customer called to report a leak from the back on the 10 psi regulator of the unicel dxc 600i synchron access clinical system. Customer also reported hearing a hissing sound from the back of the regulator. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by advising customer to press the stop key, then home the unit. After further troubleshooting, the leak issue was resolved and the cts was able to verify with customer that the troubleshooting effectively resolved the instrument issue. Customer stated that no erroneous patient results were generated and that no one was affected by the leak.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).